Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device will not calibrate the downstream occlusion (dso) sensor. The fault was found during testing. There was no patient involvement.

Manufacturer narrative:
Received one device for evaluation. The reported problem was confirmed through performance verification tests. Replaced the downstream occlusion (dso) sensor, dso bezel, and dso seal. Performed dso/upstream occlusion sensor calibration. Unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.